Event description:
The reporter indicated having difficulty in the placement of the lead which would not unscrew to be moved. It was removed from the pt and appeared to have a thin wire wrapped around the lead outside of the insulation. No pt info is available. The date of event is estimated.